Event description:
Healthcare professional reported via regulatory agency, left-side rupture, "implant becoming yellowish", "breast deformity shells", and ¿axillary siliconoma¿ and capsular contracture baker grade IV. Device has been explanted. Total capsulectomy performed.

Manufacturer narrative:
Date of birth: (B)(6) 1951. (B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, rupture, and silicone migration.